Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Upon evaluation, they could confirm the customer allegation and foam particles were observed. Top panel was replaced due to large scratch. No further investigation can be performed. If any additional information is received, a follow up report will be filed.